Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shield failed the following information was provided by the initial reporter: "safety cap + sleeve detached from needle. The total safety cap + sleeve plastic part of the needle detached from the needle, see picture. Happened with 3 needles of the same lot."

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shield failed the following information was provided by the initial reporter: "safety cap + sleeve detached from needle the total safety cap + sleeve plastic part of the needle detached from the needle, see picture. Happened with (B)(4) needles of the same lot."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1277214. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10